Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 11500a 27mm aortic valve underwent a valve-in-valve procedure after an implant duration of 7 years, 4 months due to stenosis. The patient presented with hf, sob, and fatigue. A 9750tfx 26mm was implanted successfully.